Manufacturer narrative:
The original MDR (no: 2954323-2014-00691) erroneously indicated the report was being submitted for both a serious injury and a malfunction. The MDR should have indicated the MDR was only being submitted as a serious injury.

Manufacturer narrative:
It should be noted: the test strips the customer was using expired in february, 2012. Report is being sent as an initial/final, as use error caused or contributed to the event. Customer used test strips outside of warranty; therefore no investigation will be undertaken. The meter's date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2014 at 18:00, while in a coffee shop he began to feel "faint and was sweating". Customer tested using his adc blood glucose meter and received a reading "around 100 something" (customer could not recall exact reading). Paramedics were called and transported him to a local healthcare facility. At the hospital a reading of 449 mg/dl was received on an unknown instrument and customer's "heart was checked". Customer was diagnosed with hyperglycemia and treated with insulin and unspecified "serum". Another test was performed using the adc meter and again a reading of "100 something" received. Customer was also diagnosed with digitalis toxicity. Prior to being sent home a reading of 171 mg/dl was obtained on the hospital meter. There was no report of death or permanent injury associated with this event.